Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Device analysis revealed a damage on the guidewire exit port assembly. No kinks were observed along the length of the catheter. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter removal difficulty occurred. The 90% stenosed target lesion was located at severely tortuous and severely calcified circumflex artery. An opticross¿ x imaging catheter was selected for use. During the procedure, the physician tried to remove the opticross¿ x imaging catheter since the device failed to cross the lesion, however, resistance was met near the non-bsc guide catheter. Hence, the non-bsc guidewire was separated and the opticross¿ x imaging catheter was kinked. The procedure was completed without imaging due to unavailability of another opticross¿ x imaging catheter. No complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that catheter removal difficulty occurred. The 90% stenosed target lesion was located at severely tortuous and severely calcified circumflex artery. An opticross x imaging catheter was selected for use. During the procedure, the physician tried to remove the opticross x imaging catheter since the device failed to cross the lesion, however, resistance was met near the non-bsc guide catheter. Hence, the non-bsc guidewire was separated and the opticross x imaging catheter was kinked. The procedure was completed without imaging due to unavailability of another opticross x imaging catheter. No complications were reported and the patient's status is good.